Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts recommended following steps and resolution. The noisy signals were attempted to be reproduced, but the clinic was unable to reproduce the signals. Ts recommended reprogramming options. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts recommended following steps and resolution. The noisy signals were attempted to be reproduced, but the clinic was unable to reproduce the signals. Ts recommended reprogramming options. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that this rv lead exhibited oversensing of noisy signals that resulted in pacing inhibition. Asystole was observed. The lead was explanted and replaced. The lead will not be returned due to contamination. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts recommended following steps and resolution. The noisy signals were attempted to be reproduced, but the clinic was unable to reproduce the signals. Ts recommended reprogramming options. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that this rv lead exhibited oversensing of noisy signals that resulted in pacing inhibition. Asystole was observed. The lead was explanted and replaced. The lead will not be returned due to contamination. No additional adverse patient effects were reported. Additional information indicates that the lead was fractured. No additional adverse patient effects were reported.